Event description:
A pt had been hospitalized in 06 due to hyperglycemia and pneumonia. It was reported that the pt's blood glucose began to rise into the 300's in about a week earlier and he could not lower it. The reporter states he changed his infusion set several times and also tried changing insulin. The reporter stated he could visual insulin pumping but no matter how much he delivered he could not bring his blood glucose down. No alarms or alerts were reported. When he went to the hosp in 06 his blood glucose level was 500. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.